Event description:
It was reported that during a shoulder procedure, the tip of the healicoil anchor came apart from the rest of the anchor body. The hole was punched to the correct depth and the angle of insertion was inline. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.¿

Manufacturer narrative:
One healicoil pk 4.5mm suture anchor used in treatment, was not returned for evaluation. Due to product unavailability, evaluation was limited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Batch review was unattainable without a verifiable lot number reported. Instructions for use contains recommendations and precautionary statements for proper use of product.